Event description:
It was reported that the patient presented during clinical follow-up. Upon interrogation, it was noted that the right ventricular lead exhibited high pacing impedance and high capture threshold. The reported lead was capped and replaced on (B)(6) 2023. The patient was discharged from hospital.